Manufacturer narrative:
Date of event: date of event was approximated to january 30, 2018, the implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an advantage single handle kit was implanted into the patient during a suburethral sling + anterior vaginal repair + fentons procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.